Manufacturer narrative:
An event regarding disassociation and wear involving a metal head was reported. The event was confirmed based on medical review. Method & results: product evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. From the photographs provided there no evidence of damage for the device. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: a hip revision cannot be confirmed without additional medical records. A dissociation of a large cocr head and accolade tmzf stem trunnion wear/failure can be confirmed. Root cause: the root cause of the asserted revision would be trunnion wear/failure. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the investigation concluded that hip pain was caused by disassociation and wear involving a metal head.  The event was confirmed based on medical review. Further information such as return of the device, additional medical records and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pain in hip. All available information submitted." Patient's left hip was revised. Rep provided the primary op and implant reports, pre-revision x-rays, and a picture of the explants. As per the provided medical review: " a dissociation of a large cocr head and accolade tmzf stem trunnion wear/failure can be confirmed. Root cause: the root cause of the asserted revision would be trunnion wear/failure."